Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report # 1627487-2011-06183. The patient ((B)(6)) received an scs system including two percutaneous leads on (B)(6) 2003. It was reported that the patient experienced a loss of stimulation and then felt a bolting sensation. A diagnostic test revealed low impedance measurements for all lead contacts. Surgical intervention was undertaken to address this matter at which time the physician replaced the patient's leads and extensions. Visual inspection of the leads upon removal revealed a fracture. No further issues were reported following the procedure.